Manufacturer narrative:
The product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and viscoelastic, however, the product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for the cartridge used. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for acrysof non-restor® iol models were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. Rates observed for the acrysof non-restor® iol models are below rates for endophthalmitis in japan available in published literature. Action taken: the increase in complaints observed for the acrysof non-restor® iol models is specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the acrysof non-restor® iol models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), alcon does not consider this increase in the number of complaints for the acrysof non-restor® iol models to require further action at this time. Alcon will closely monitor for any potential trends or signals for all acrysof non-restor® iol models. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that post operative endophthalmitis was confirmed on a patient's eye after intraocular lens implantation. Additional information has been requested for this report. No updates have been received. There is no product sample available as the implant remains in the patient's eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Follow up information was received; it was informed that the issue occurred in the patient's left eye, also had blurry vision and cells in the anterior vitreous. The patient was treated with medications and the condition improved.

Manufacturer narrative:
(B)(4).